Event description:
It was reported that the charging cord did not always register the pump. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.